Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor message during warmup occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be restart detection. In addition, an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of a new sensor message during warmup is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.